Manufacturer narrative:
Concomitant medical products: mcs-p3-31-aoa-us valve, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pacemaker syndrome due to the implantable pulse generator (ipg) pacing the right ventricular. The ipg was explanted and replaced. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.